Event description:
It has been reported to us that during the procedure, the physician was unable to deflate the occlusion balloon when required. The physician inserted the occlusion balloon wire into the patient. Then the physician inflated the occlusion balloon to occlude the vessel. The physician performed intervention. The physician attempted to deflate the occlusion balloon, however, the balloon would not respond when required. The physician used the method reference in the instructions for use and cut the hypotube to deflate the occlusion balloon. Patient is reported to be fine. The device has been discarded. It will not be returned for evaluation.

Manufacturer narrative:
The account has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history record will be conducted.